Manufacturer narrative:
Concomitant medical products: product ID 3889, lot# unknown, product type lead; product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens). It was noted that the patient was starting a trial on (B)(6) 2018. It was reported that when they activated a program that included electrode 0, the rep was getting a message from the handset that there was a suspect impedance value. When running impedances, electrode 0 showed an orange indicator and values were greater than 4000 ohms on electrodes 3, 2, and 1. It was displaying a message that there was an open circuit and they could not increase stimulation above 0.3 ma. Troubleshootinghad already included changing out the twistlock cable and ens, but that did not resolve the issue. It was stated that they tested the lead with the twistlock, and electrode 0 did not elicit a motor response. It was noted that the rep thought that only electrode 0 may not be close enough to the nerve so it was indicated that they would continue the trial using only electrodes 1, 2, and 3. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional via a manufacturer representative. It was reported that the cause of the was not officially determined. It was stated that for the purposes of the trial they programmed around the electrode. At implant, the lead was tested again once it was connected to an ins and at that point there were no recorded impedance issues. The impedance issue at electrode 0 ¿cleared,¿ so the matter was resolved. When asked what the cause of the 'placement issue, electrode 0 not being close enough to the nerve¿ was the rep responded that verbiage is a misrepresentation of what was originally communicated about the event. No further patient complications are anticipated or expected as a result of this event. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.